Event description:
Info received indicates the battery backup failed to power up when the ac cord is unplug from outlet, but the battery status light was lit (full charge).

Manufacturer narrative:
The technician replaced the battery to repair the bed.